Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician implanting another manufacture's device with this right ventricular (rv) lead encountered difficulty inserting the pace/sense terminal pin into the header of the device. One day post implant, a rise in impedances were seen. The patient was seen for a revision procedure where the device was explanted and replaced. The rv lead was able to be inserted into the new can without difficulty. There were no adverse patient effects reported. The lead remains in service.